Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly would no pull through the sheath. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta catheter has returned for evaluation. On the visual evaluation of the device of the device appeared bloody, entire balloon covered within the sheath. Bunching of the sheath noted on the proximal end and inner guidewire lumen of the catheter has noted stretched. Break on the proximal balloon joint with the balloon inside the sheath has also noted and unraveling fibers at the proximal joint of the balloon has observed. No other anomalies noted. On the functional evaluation, the introducer sheath has tried to flush, water did not flow freely through the sheath. Attempts were made to pull out the sheath from the balloon, but it has unsuccessful. Then the sheath has cut longitudinal to expose the balloon, marker bands are note moved to the glue bullet of the balloon. No further testing has made due to the condition of the device. Therefore, the reported retraction issue has confirmed as the balloon couldn¿t remove from the sheath as the sheath noted bunched at the proximal end, and additional force/maneuvered required to retract the balloon from the sheath. The investigation also confirmed for the identified break and unraveled fiber as it has noted ant proximal balloon joint of the balloon. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2022), g3. H11: h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly would no pull through the sheath. There was no reported patient injury.